Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as the patient not wearing a mask for therapy. The patient did not require hospitalization for the event. The patient was treated with injection vancomycin (1g stat and 1g every fifth day, route and duration not reported) and piperacillin plus tazo intravenously (4.5g twice daily for fourteen days) for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient's fluid was clear and has recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.